Event description:
Permanent tissue damage/tissue damage and permanent disfigurement [tissue injury] tyndall effect/tyndall [dermal filler reaction] visual assumetry [facial asymmetry] lumps [mass] I have suffered as a result of the use and abuse of your product/overfilling me with your product [device use issue] . Case narrative: united states report received from consumer on (B)(6) 2025, refers to 39-year-old non-hispanic white female patient, who had received rha redensity, rha 2, rha 3 and rha 4 on an unknown date, for unknown indication. The patient's cosmetic history included unspecified facial fillers at unknown dose for unknown indication since 2021. The patient's medical history was not provided. The concomitant medications included adderall (amfetamine, dexamfetamine), clonipin (clonazepam) and magnesium citrate for unknown indications. The co-suspect medication included juvederm voluma (hyaluronic acid) for unknown indication at unknown dose. An unknown volume of rha redensity was applied on unknown injection site(s) via unknown technique. It was not reported if cannula was used for the administration. An unknown volume of rha 2 was applied on unknown injection site(s) via unknown technique. It was not reported if cannula was used for the administration. An unknown volume of rha 3 was applied on unknown injection site(s) via unknown technique. It was not reported if cannula was used for the administration. An unknown volume of rha 4 was applied on unknown injection site(s) via unknown technique. It was not reported if cannula was used for the administration. On an unknown date, the patient experienced visual asymmetry, lumps and tyndall effect. The patient had asked the physician to dissolve the migrated fillers; however, she was informed that they would dissolve on its own and the physician did not want to use hylanex. This went on for years. On an unknown date in 2025, following the change of the physician due to the adverse events the patient was alerted to multiple presenting adverse events including tyndall effect, extreme facial overfills causing several other health issues, and perhaps permanent tissue damage. The reporter further informed that she had suffered as a result of the use and abuse of these products the physician was overfilling her with, causing tissue damage and permanent disfigurement with these products. No information regarding the treatment was provided. On (B)(6) 2025, the physician mentioned that during (B)(6) 2021 to (B)(6) 2025, the patient presented to the clinic for various cosmetic services including the rha filler collection. The patient never presented, or reported, an adverse reaction or dissatisfaction to any filler treatments or products. Additionally, the patient consistently expressed satisfaction with the treatment outcome. Per physician, the patient received the expected treatment outcome. At the time of report, outcome of the events was not resolved. The intensity of the events was not reported. It was unknown if the rha redensity, rha 2, rha 3 and rha 4 products were available for return. Health effect - clinical code: e2015, unspecified tissue injury. Health effect ¿ clinical code: e1716, skin discoloration. Health effect ¿ clinical code: e2308, deformity/ disfigurement. Health effect ¿ clinical code: e1717, skin disorders. Health effect ¿ clinical code: e2402, appropriate term / code not available. Company comment: a 39-year-old female patient reported tissue injury after rha redensity, rha2, rha3, and rha 4 administration. The exact latency was not reported. The patient also reported receiving juvederm voluma (hyaluronic acid) treatments. The company assessment was that the causal relationship between tissue injury and rha redensity, rha2, rha3, and rha 4 cannot be excluded with confidence based on the plausible temporal relationship, and limited information provided precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.